Event description:
It was reported that during a case using the press-fit epoca stems, the surgeon changed his mind after inserting the definitive press-fit stem most of the way into the humeral canal. The surgeon had a very difficult time removing the implant and knocked off the head and eccenter during the removal effort. After unsuccessful attempts to remove the stem, the surgeon decided to leave the stem in. A new eccenter and head were impacted onto the stem and the case was completed without incident. I believe the date was (B)(6) 2010. No further information was provided.

Manufacturer narrative:
Device was used for treatment. Exact part number could not be identified. The device remains in the patient and is not being returned for evaluation. As no lot number was provided, no device history record review can be performed. There is no further information available on this event and no further investigation can be performed.